Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated had some issues going through the infusion sets when he started to using it. Customer's blood glucose was 540 mg/dl. Customer stated the no delivery alarm happened a month ago and was resolved by a complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.